Event description:
It was reported that there was damage to the pump housing, specifically the usb port and pins, which affected the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level as the pump had not shut down. The customer continued to use the pump for insulin therapy.